Event description:
The user has reported noticing difficulty in hearing prior to (B)(6) 2025. She reported fluctuating hearing (decrease in volume), hearing noise, and hearing music. She was unable to report if the noise/music happened with or without the processor on.

Manufacturer narrative:
Conclusion: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is planned in (B)(6) 2026. This is a combined initial and final report.